Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dyspnea, lower extremity edema and fatigue and was diagnosed with ischemic cardiomyopathy induced by the implantable pulse generator (ipg). The implantable pulse generator (ipg) was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). The leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.